Event description:
Additional information received indicated the coil was removed from the patient, and they recovered from the procedure successfully with no adverse events. The operator had experienced difficulty while advancing the coil.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil prematurely detached in the microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the pancreatic duodenal artery with a max dia meter of 14 mm and a 5.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the concerto coil was advanced through the progreat microcatheter under continuous flush, and the operator felt resistance in the middle section during delivery. After recannulating, delivery was attempted a second time, but there was still resistance. It was then noticed the coil had become deployed or was broken inside the microcatheter. There was no damage observed to the catheter or coil pushwire. The physician did not reposition the coil, there was no rotation of the pushwire, and no attempts made to detach the coil. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.